Manufacturer narrative:
(B)(4). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified an erratic quality control (qc) issue with ck assay. The service documentation revealed that the ib fluid was topped off and both the r1 and r2 syringes were replaced which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. Although the customer had resolved the ion-selective electrode (ise) erratic qc issue prior to the fse's arrival, an erratic qc issue with ck assay was present which was attributed to low ib fluid. Therefore, the complaint event was confirmed.

Event description:
The customer reported that the instrument experienced erratic ion-selective electrode (ise) quality control (qc) checks. The electrodes were replaced in an attempt to troubleshoot the bubbles observed in line 6, but the issue remained. The device was available for evaluation. No adverse patient effects were reported as a result of this event.